Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reportedly, a the lens was explanted. The reason for explant was not provided. Add'l info has been requested, but has not been rec'd.